Event description:
I had augmentation with mentor silicone gel breast implants. I've had rashes, acne, skin infections, pneumonia, kidney stones, brain fog, headaches, crawling sensations on my skin, food allergies, swelling of feet and fingers. Implants removed both ruptured 2019 improvements in health. (B)(4).